Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a primed one-link non-dehp microbore catheter extension set was unable to attach to the cannula during infusion setup. The retractable collar of the set was found to be "set fast - it would not move". To resolve the event, a new extension set was primed with sodium chloride 0.9% and attached to cannula. There was no report of patient injury or medical intervention associated with this event. No additional information is available.